Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was unknown. Customer stated that the crack at top of battery compartment down the side of the insulin pump going zig zag down toward the bottom. Troubleshooting was performed for insulin pump error and damaged. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with cracked battery tube thread and cracked case battery tube noted.